Manufacturer narrative:
(B)(4). Concomitant devices: nexgen lps-flex option femoral component catalog #: 00596401651 lot #: 62069331. Nexgen lps-flex articular surface catalog #: 00596404010 lot #: 62044016. Nexgen all-poly patella catalog #: 00597206535 lot #: 62069748. The complaint sample was evaluated through review of the device history records and the reported event could not be confirmed. A device history records review was performed and no discrepancies were identified. A review of the complaint history determined that no actions are required at this time. Per the packaging inserts associated with the devices, poor range of motion and pain are known adverse effects of the procedure. As source of the pain is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 1 of 4 mdrs filed for the same patient (reference 3007963827-2015-00031, 0002648920-2017-00380, 0001822565-2017-03828).

Event description:
It is reported that the patient underwent a left knee arthroplasty revision approximately six months post-operatively due to pain and limping. No additional patient consequences were reported.